Event description:
The account alleged the cardiopulmonary resuscitation does not activate when the handles are pulled. No injury reported.

Manufacturer narrative:
The account found the cardiopulmonary resuscitation handles were pulling the CPR properly. The account believes the cardiopulmonary resuscitation was not used in some time and it was stuck. No repair needed.